Event description:
Event details: it was reported by the customer that the metal blunt needle broke apart. Verbatim: material#: 305180. Batch#: unknown. Nurse went to insert a blunt needle into the med port of an IV bag to draw fluid into a syringe for administration and tubing flush. During insertion of the needle into the IV bag port, the connection between the red plastic and the metal blunt needle broke apart. When the this connection broke, the needle pierced through the left index finger of the nurse's hand, diagonally from insertion to exit on the other side. As a result, the nurse was required to seek medical attention. Additional information: when was this defect observed? During or before use? During use. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. When the this connection broke, the needle pierced through the left index finger of the nurse's hand, diagonally from insertion to exit on the other side. As a result, the nurse was required to seek medical attention. Total number of occurrences? One.

Manufacturer narrative:
Device evaluation: it was reported that the connection between the red plastic component and the metal blunt needle had separated. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, a single photograph was provided for review by our quality team. The image depicts a needle assembly with a circle drawn around the area where the needle connects to the hub. However, no additional information could be derived from the photograph. Based on the limited analysis of the image, the reported issue could not be confirmed. Without access to the actual physical sample, it is not possible to determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.